Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 3. The clip delivery system (cds 80615u137) was advanced to the mitral valve and an attempt was made to grasp the leaflets, but only the anterior gripper came down. Troubleshooting was performed, and after three times locking and unlocking, the clip was implanted. Two clips were implanted, reducing mr to. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot # updated from 80604u171 to 80615u137. Correction: the device is not available for evaluation. Correction: the device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.